Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right hand numbness developed with tingling. The following day, right facial numbness was reported with a brief episode of slurred words. A nuero evaluation and magnetic resonance imaging (MRI) showed a "shower of emboli." Medication was prescribed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the delivery catheter system (dcs) may have contributed to the stroke. No additional adverse patient effects were reported. Other relevant device(s) are: product ID: ds-mdt2-c, serial/lot #: (B)(4), ubd: 2018-07-24, UDI#: (B)(4). The dcs was not returned for analysis. If information is provided in the future, a supplemental report will be issued.